Event description:
The customer requested a replacement speaker assembly for a unspecified issue. No further information was made available at the time of the initial report. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the monitor shows a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.